Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a percutaneous transluminal angioplasty interventional procedure using a small bore hole. Reportedly, no suture was present when the plunger was pulled [suture retrieval issue]. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a suture detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d4: lot number updated from 3020941 to 3021541 h4: manufacturing date updated as a result.